Event description:
It was reported that a patient had spinal surgery in (B)(6) 2013 which required a single level fusion as well as 2 screws from stryker spine (according to the surgeon). Since the surgery, the patient broke out in hives on a daily basis. The surgeon advised the patient to wait for 3 months as most of the materials used would naturally absorb or dissolve. However it has been almost 5 months with no improvement.

Manufacturer narrative:
Method: complaint history review results: the customer reported an allergic reaction to an unknown stryker spine screw product which was implanted in the customer. The screw products could not be identified, therefore further evaluation is impossible at this moment. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that a patient had spinal surgery in (B)(6) 2013 which required a single level fusion as well as 2 screws from stryker spine (according to the surgeon). Since the surgery, the patient broke out in hives on a daily basis. The surgeon advised the patient to wait for 3 months as most of the materials used would naturally absorb or dissolve. However it has been almost 5 months with no improvement.